Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent had been implanted in the sigmoid colon during a sigmoidoscopy with colon stent insertion procedure performed on (B)(6) 2015. Post procedure (specific date unknown), according to the physician's assessment, the wallflex enteral colonic stent perforated the patient's sigmoid colon. The patient had to undergo surgery and a colostomy bag placement. Additional information received on 21apr2015: the patient's anatomy was not tortuous and was not dilated prior to stent placement. The patient had not been undergoing radiotherapy or chemotherapy. The stent was implanted with sigmoidoscopy and there were no issues noted during the stent placement procedure. The physician reported that immediately after the stent placement procedure, the perforation of the patient's sigmoid colon was noted. According to the physician, he was not certain what caused the perforation. The stent was left implanted inside the patient. The patient has not presented with any symptoms and there are no plans to remove the stent.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent had been implanted in the sigmoid colon during a sigmoidoscopy with colon stent insertion procedure performed on (B)(6) 2015. Post procedure (specific date unknown), according to the physician¿s assessment, the wallflex enteral colonic stent perforated the patient¿s sigmoid colon. The patient had to undergo surgery and a colostomy bag placement. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.